Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported an amplatz extra-stiff support wire guide unraveled. During attempted removal from a cholecystostomy tube, the wire guide unraveled. The patient did not have tortuous, calcified, or scarred anatomy. The procedure was successfully completed with another, similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation medical ctr of plano (united states) contacted cook 13may2022 concerning an amplatz extra-stiff support wire guide (rpn: thsf-35-80-aes; lot# 14650319). The customer stated that upon removal of the wire guide from a cholecystostomy tube during a cholecystectomy procedure, the wire guide unraveled. The wire was not inserted or removed through a needle. During insertion, there was no resistance. No part of the product remained within the patient. The procedure was successfully completed with another device of the same type. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the device, were conducted during the investigation. The product was returned to cook for evaluation. The wire was unraveled at approximately 69.5cm from the proximal end. The inner mandril was exposed. Both weld balls were present. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. This product is 100% inspected for non-conformances during the manufacturing process. Cook also reviewed the device history record (DHR). The DHR for lot# 14650319 was reviewed and records one relevant non-conformance. Two wires were scrapped due to a broken solder. There are no other complaints found on this lot. Cook concluded the product was manufactured to specification and there is no non-conforming material in house or in the field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, t_fcwg_rev2. In the warnings section it states: this product is a delicate instrument. Avoid forceful angulation. Avoid manipulating or withdrawing the wire guide back through a metal needle or cannula, a sharp edge may scrape or shear material from the wire guide. In the precautions section it states: do not attempt to torque the wire guide. Use medical imaging when you manipulate the wire guide. Do not advance or manipulate the wire guide without visual evidence of the corresponding movement of the distal tip. When you use the wire guide with another device, consider the end-hole size and the length of the device in order to ensure a proper fit between the wire guide and the device. Inspect the wire guide for kinks or damage prior to use. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to component failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 24jun2022, it was reported that the wire was not being put through or removed through a needle. During insertion, no resistance was noted. The issue occurred upon trying to remove the wire from the drainage tube.

Manufacturer narrative:
Additional information: b5, d9 - product received on this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.